Event description:
The following has been reported: staff stated that tubing was gravity primed with saline followed by blood. The cassette was loaded into the pump and the pump alerted that there was air detected. A preliminary review identified the following issue: air detected alarm. The set was returned for investigation. During the visual inspection, it was observed the admin set was assembled correctly per the drawing. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. During a microscopic evaluation, the diaphragm was properly positioned. An underwater leak test was performed at 20 psi and bubbles were observed coming from the cassette, confirming a leak. A dye test was performed and was observed a leak a leak coming from the dsps sensor. This could potentially be related to a weak diaphragm seal. The identified leak could be related to poor welding of the cassette. An internal investigation has been opened in order to mitigate the issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections reporting as a conservative measure for the leak discovered during investigation. No adverse effects were reported.